Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Vad engineer found the sample to have a crack in the luer.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage at the luer hub was confirmed but the exact cause was unknown. The product returned for evaluation was a 22ga x ¾¿ huber plus infusion set. The safety mechanism of the device was returned engaged over the needle. Gross visual evaluation revealed a longitudinally aligned crack in the luer hub extending from the proximal edge to the grip tabs. The crack ran alongside the mold parting line. Microscopic examination of the luer and crack region found no damage to the luer threads or other evidence supporting a potential cause to the event. Ultimately, no evidence supporting a root cause to the event was observed during the evaluation and as a result the cause was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Vad engineer found the sample to have a crack in the luer.